Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 15-feb-2016: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this is a spontaneous medically confirmed spontaneous case report that refers to a female patient who had essure (fallopian tube occlusion insert) for five years and experienced dyspareunia and dysmenorrhea. Five years after essure insertion, the coils were removed bilaterally and a bilateral salpingectomy was performed via laparotomy. Both events are serious due to their medical importance and listed in the reference safety information for essure. Considering that essure may cause these events, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. Further information has been requested.

Manufacturer narrative:
Follow-up received on 14-apr-2016: despite follow-up attempts, no response was received to date. Company causality comment: this is a spontaneous medically confirmed spontaneous case report that refers to a female patient who had essure (fallopian tube occlusion insert) for five years and experienced dyspareunia and dysmenorrhea. Five years after essure insertion, the coils were removed bilaterally and a bilateral salpingectomy was performed via laparotomy. Both events are serious due to their medical importance and listed in the reference safety information for essure. Considering that essure may cause these events, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 12-nov-2015 became valid on 04-jan-2016. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) for five years (2010). This year (2015), the patient informed the physician she had mood symptoms, has (interpreted as headache attacks), dyspareunia and dysmenorrhea. Patient felt it was linked to essure. After discussion, informed his doubt has and mood symptoms are related but would remove or attempt because of dysmenorrhea and dyspareunia. There was a failed laparoscopic attempt. Patient felt strongly that her symptoms were related to essure. It was discussed with her lah versus laparotomy with coil removal. She opted for latter and removed coils bilaterally and then performed bilateral salpingectomy. It was done on (B)(6) 2015. Company causality comment: this is a spontaneous medically confirmed spontaneous case report that refers to a female patient who had essure (fallopian tube occlusion insert) for five years and experienced dyspareunia and dysmenorrhea. Five years after essure insertion, the coils were removed bilaterally and a bilateral salpingectomy was performed via laparotomy. Both events are serious due to their medical importance and listed in the reference safety information for essure. Considering that essure may cause these events, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.